Event description:
A system error (se) 2267 alarm was identified in the log of a returned homechoice device. This is an indication of a potential device malfunction that has caused a breach in the sterile pathway that may increase risk of contamination and/or infection to the patient.

Manufacturer narrative:
(B)(4). A system error (se) 2267 found during a review of the patient alarm log of the hc device was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. The lot number of the device is not known; therefore a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.